Event description:
Surgery orthopedic instrument from smith and nephew called the "quick connect handle" cannot be cleaned. It has moving pins, lumen, and springs that cannot be disassembled for cleaning upon inspection, of two identified as broke, the inner pin was able to be disassembled, removed from its shaft. The inner pin was found to be grossly contaminated. I don't think this is an issue of a broken piece rather a poor design that prevents disassembly of the instrument and a thorough cleaning, that even an ultrasonic is not reaching. (B)(6)concern is the handle has moving parts and the design does not allow for disassembly for processing. (B)(6) has to assume it looks the same way on the inside of all quick connect handles even when they do not appear to be broke. S&n quick connect handle summary: on (B)(6) 2014, s&n loaner came to (B)(6), the quick connect handle was noted as broke and grossly contaminated. Removed from set. On (B)(6) 2014, epra filled. On (B)(6) 2015, s&n loaners came to (B)(6), a second quick connect handle noted as broke and grossly contaminated. Removed from set. On (B)(6) 2015, a second epra filled. On (B)(6) 2015, an official complaint filed through s&n. Several quick connect handles were purchased and treated as single use. On (B)(6) 2015, national office for sterile processing notified of quick connect handle and possible risk. On (B)(6) 2015, s&n sent results of complaint filed "based on this investigation, the need for corrective action is not indicated. On (B)(6) 2015, (B)(6) conducted an independent test concerning the quick connect handle (will be provided upon request. On (B)(6) 2015 (B)(6)investigation concluded after testing, the quick connect handle cannot be cleaned and is a risk to veterans.